Manufacturer narrative:
Date sent to FDA: 07/12/2016.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with an extrafascial colpopexy, insertion of suprapubic tube, and cystoscopy due to cystocele, apical vaginal vault prolapse, pubocervical fascial weakness, and sui with hypermobility. It was also reported that the patient underwent a revision of incision and mesh excision on (B)(6) 2007 due to vaginal mesh exposure. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and (B)(6) 2007 and mesh and pelvisoft were implanted into the patient. It was not reported which product was implanted on which date. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03496. The same patient is represented in each medwatch.